Manufacturer narrative:
Case: (B)(4). The ach235 device was not returned for evaluation; however, the device history record was reviewed. There are no non-conformance or reworks that were noted during the manufacturing process that relate to the reported issue.

Event description:
A patient underwent an on-pump aortic root replacement with concomitant left atrial appendage exclusion (laae) via median sternotomy. After placing the atriclip, the medial end of the clip came in contact with the button of the left mainstem artery where it was reattached to the aortic graft. The patient went into ventricular fibrillation (vf), and the clip was removed. The vf self-resolved and the patient is recovering. This was a procedural complication with no reported device malfunction.